Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue and difficult to remove was not confirmed/replicated in a testing environment due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for deflation issues or difficulty to remove. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the left anterior descending (lad) artery. The 3.0x8mm trek balloon dilatation catheter (bdc) was unpackaged, soaked, and prepped without issue. No resistance was noted during removal of the stylet or protective sheath. The contrast mix during preparation was 50/50. The trek bdc was successfully advanced to pre-dilatate the lesion; however, after inflation to an unspecified atmosphere (atm), the bdc could not be deflated. The unspecified inflation device was changed to a syringe; however, the syringe could only partially deflate the bdc. The partially deflated bdc was withdrawn; however, resistance was encountered with the tip of the guiding catheter. Thus, all devices were removed as a single unit. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. After the vessel was rewired, a xience xpedition stent delivery system (sds) and an nc trek bdc were used to successfully complete the procedure. There was no additional information provided.